Event description:
The customer reported that during inspection of the generator, the unit&#39;s return electrode monitoring system (rem) did not alarm at the set frequency trip point limit. The unit&#39;s rem was found to alarm at a much higher frequency then the allowed limit.

Manufacturer narrative:
(B)(4). The device was received and the investigation found the rem monitoring circuit was high and out of specification. Troubleshooting isolated the root cause of failure to capacitors c155 and c169 on the psrf board. Capacitors c155 and c169 were replaced to correct the failure. The generator was calibrated and testing found it to function normally and within specifications.